Event description:
During an abdomen/pelvis CT scan, a (B)(6) male patient ((B)(4)) experienced an extravasation of 70 ml of optiray 350. A pink catheter was used for injection and was tested by injecting 20 ml of physiological solution with no pain prior to contrast injection. The technologist monitored the patient during the injection of the contrast media at 2ml/sec and the patient did not report any pain and there was no arm swelling. The patient was treated with ice and arm elevation. On (B)(6)-2014, the patient was seen again and had recovered with no pain or edema.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.